Manufacturer narrative:
Method: device history review; results: according to the surgical technique for acculif, if the implant was not fully expanded to the next millimeter increment, the implant will settle back down to the lower millimeter increment once the pressure has been released. No product issue was confirmed in this investigation. Conclusion: the manufacturer concluded that the implant likely settled after pressure was released and there is no actual implant collapse.

Event description:
It was reported that an acculif -pf implant (8mm) appeared to have collapsed by a couple of millimeters on a subsequent image taken a few months post op.

Event description:
It was reported that an acculif ¿pl implant (8mm) appeared to have collapsed by a couple of millimeters on a subsequent image taken a few months post op.